Event description:
During an unknown procedure, it was reported that a staple was lodged in the cartridge. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: staple lodged in the cartridge. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported "staple was lodged in the cartridge" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple jammed in the cartridge nose. A large piece of cartridge weld flash was observed in the cartridge nose. No functional testing could be performed because the twisted staple could not be removed without th e disassembly of the cartridge. The cartridge was disassembled and there were 23 staples remaining in the instrument including the twisted staple jammed in the cartridge nose. It was concluded that the cartridge weld flash, which was due to an assembly error, had caused the staple to twist and the instrument to jam. Comments: the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.